Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned. A video recording (dvd) associated to the issue reported was received. Multiple attempts have been made to view the video provided without success. Therefore, the dvd recording could not be evaluated. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed an additional investigation; however, was not related to this complaint type event. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor noticed there was a rupture while aspirating ovd (ophthalmic viscosurgical device) after the intraocular lens (iol), model pcb00v, 19.0 diopter was implanted on (B)(6) 2019. Procedure was completed successfully with the back up lens. There was no patient injury. No additional information was reported.